Event description:
It was reported that this pacemaker system was exhibiting pacing inhibition for more than 2 seconds. The device experienced oversensing and noised that appear to be non-physiological. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.